Event description:
The customer reported that they were changing the laptop computer and ran an assay without importing the spectral matrix. They obtained flu a and flu b positive results. They repeated the sample on another unit and the results were flu a positive and flu b negative. After updating the spectral matrix on the new laptop, the results were positive for flu a and negative for flu b. The flu a and flu b positive results were not reported to the doctor. The product insert was revised to advise the end-user that the spectral matrix must be installed for each integrated cycler unit.

Manufacturer narrative:
Investigation determined that the integrated cycler studio software inadvertently allowed the user to manually enter any spectral matrix, which could be incorrect. The spectral matrix is unique to each integrated cycler instrument. The spectral matrix is provided with the integrated cycler on the cover of the user's manual. The spectral matrix must be installed in each integrated cycler instrument and should not be changed unless an updated code is provided by focus diagnostics. The product insert warning and precautions section has been revised to include the following states: the spectral matrix must be installed in each 3m integrated cycler and should not be changed unless an updated qr code for the instrument is provided by focus diagnostics. The spectral matrix is unique to each 3m integrated cycler. The spectral matrix was provided with the 3m integrated cycler instrument on the cover of the 3m integrated cycler hardware manual. If the matrix label will not scan or cannot be found contact focus diagnostics. The contact info is on the last page of this document. Not installing or changing the spectral matrix can result in false results. (B)(4).